Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the device was that the implant was removed on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID; 3889-28, lot# va1t442, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about 3 weeks ago the healthcare provider discovered high impedances on the lead and the healthcare provider was planning to replace the lead. The rep was calling before the lead revision case. No patient symptoms were reported. No further com plications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va1t442, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry for the cause of the high impedance, the rep replied ¿unknown.¿ in response to the inquiry for if the device had been returned, the rep replied ¿no,¿ and that the customer had discarded it. There were no further complications reported.

Manufacturer narrative:
Product ID 3889-28, lot# va1t442, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) who confirmed they had requested the previously reported information from the doctor. There were no further complications reported.